Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, urinary catheter snapped while in situ in male paediatric patient. Snapped at the connection point between the catheter and the y hub where balloon port merges with urinary port. Urinary catheter gently removed - balloon had deflated therefore able to pull out without injury. Patient recatheterised.